Event description:
Ileus [ileus] ([vomiting], [diarrhoea]). Case narrative: initial information received on 27-aug-2018 regarding a solicited valid serious case received from a physician, in the scope of unsponsored study "unspon_o_seprafilm". Center ID: unk; patient ID: (B)(6); country: japan. Study title: unsponsored study involving seprafilm. This case involves a 70 years old male patient (169 cm and 64.2 kg) who experienced ileus, while he was treated with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient underwent low anterior resection. The study device seprafilm was used. On (B)(6) 2018, the patient recuperated with satisfactory postoperative course, and was discharged. On (B)(6) 2018, the patient made an unscheduled visit because of vomiting and diarrhoea. The patient received fluid replacement at the outpatient department, and went home. On (B)(6) 2018, the patient revisited the study site as the symptom did not improve, and was hospitalized. A diagnosis of ileus was made based on CT findings. The patient was put under observation with fasting and fluid replacement. On (B)(6) 2018, the patient started to receive pantol. On (B)(6) 2018, improvement of the symptom was noted. The patient started to eat meals. As of on (B)(6) 2018, no aggravation of the symptom had been noted after the patient started to eat meals. On (B)(6) -018, CT showed an improvement of ileus. On (B)(6) 2018, ileus release was planned to be conducted along with stoma closure. However, as CT performed on (B)(6) 2018 showed an improvement of ileus, only stoma closure was performed. On (B)(6) 2018, after the surgery, the patient made a good progress and was discharged from the hospital. Since no ileus symptoms were observed, the patient was considered resolved. As of the day, ileus, vomiting, and diarrhoea resolved. The patient developed an event of a serious ileus 2 months 6 days after starting use of carboxymethylcellulose and sodium hyaluronate. This event was assessed as medically significant and was leading to intervention. The patient was hospitalized on the same day this event occurred. The patient was discharged on (B)(6) 2018 (hospitalization during 19 days). The patient developed an event of a serious vomiting 2 months 3 days after starting use of carboxymethylcellulose and sodium hyaluronate. This event was assessed as medically significant and was leading to intervention. The patient was hospitalized 3 days after this event occurred. The patient was discharged on (B)(6) 2018 (hospitalization during 19 days). The patient developed an event of a serious diarrhoea 2 months 3 days after starting use of carboxymethylcellulose and sodium hyaluronate. This event was assessed as medically significant and was leading to intervention. The patient was hospitalized 3 days after this event occurred. The patient was discharged on (B)(6) 2018 (hospitalization during 19 days). Relevant laboratory test results included: computerised tomogram: on (B)(6) 2018: [a diagnosis of ileus was made.]; on (B)(6) 2018: [ileus abated]. Final diagnosis was ileus. The patient was treated with panthenol (pantol [panthenol]). The patient outcome is reported as recovered / resolved on (B)(6) 2018 for ileus, as recovered / resolved on (B)(6) 2018 for vomiting and as recovered / resolved on (B)(6) 2018 for diarrhoea. Ileus is considered to be related to carboxymethylcellulose and sodium hyaluronate by the reporter and reportable by the company based on company causality assessment. Vomiting is considered to be related to carboxymethylcellulose and sodium hyaluronate by the reporter and reportable by the company based on company causality assessment. Diarrhoea is considered to be related to carboxymethylcellulose and sodium hyaluronate by the reporter and reportable by the company based on company causality assessment. Reporter comment: the causal relationship between the reported event of ileus and the study device (seprafilm) could not be ruled out. Reporter comment added on (B)(6) 2018: ileus adhesive was suspected; thus, the causal relationship with the study device (seprafilm) could not be ruled out. Additional information was received on 30-aug-2018 by the physician: added symptoms "vomiting" and "diarrhoea". Changed outcome of "ileus" from not resolved to resolving. Added hospitalization start date, treatment medication, lab data, and reporter comment. Updated clinical course. Additional information was received on 13-09-2018 by the physician: patient's body weight, outcome of adverse events, and narrative were updated. Additional information was received on 10-oct-2018: received investigation summary investigation summary (investigation summary#: (B)(4): on 27aug18, product event intake report (peir) 55326 was received from sanofi japan pv affiliate regarding a pre-adverse event (ileus). The lot number provided was 6bysep005. 6bysep005: date of manufacture for this lot was 27feb16, expiry date is 28feb19. Product event trending shows that there was one other adverse event associated with this lot. Peir 53452 was initiated by pharmacovigilance (pv) japan due to a different reported ae term, intra-abdominal abscess. No product complaints were reported for this lot. All batch records were reviewed and approved by qa and all manufacturing process specifications, qc release specifications (ps-4301-05) and sterility testing were verified to have been met. A lot history review was performed for lot: 6bysep005 in the trackwise system. A total of three deviations are associated with this lot. Two deviations occurred during the processing of the lot, a short duration drying cycle humidity excursion and a planned deviation to revise several documents for hu label application due to athena implementation (new inventory transaction/resource planning software). Quality management final assessment of these investigations determined that neither of these issues had an impact on the quality attributes of the product. A third deviation occurred post manufacturing (18jun16) regarding reserve samples damaged due to a water leak. All 16 affected reserve samples were issued to scrap and replaced. None of associated deviations would result in an adverse event. Seprafilm adhesion barrier serves as a temporary bioresorbable barrier separating apposing tissue surfaces. The physical presence of the membrane separates adhesiogenic tissue while the normal tissue repair process takes place. When applied as directed, seprafilm adhesion barrier can be expected to reduce adhesions within the abdominopelvic cavity. Approximately 24 to 48 hours after placement, the membrane becomes a hydrated gel that is slowly resorbed within one week. Components are excreted in less than 28 days. Product safety metrics are compiled by sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal is discussed during these trending meetings and escalated to the safety governance for adjudication. As no issue was found during batch record review or unit trending, no CAPA is considered necessary at this time. Sanofi-genzyme will continue to monitor and trend these types of events and implement appropriate corrective actions where applicable. Additional information was received on 11-oct-2018: investigation summary #: (B)(4) was received. There was no new information. Investigation summary received on 11-oct-2018 (investigation summary#: (B)(4): on 27aug18, product event intake report (peir) 55326 was received from sanofi japan pv affiliate regarding a pre-adverse event (ileus). The lot number provided was 6bysep005. 6bysep005: date of manufacture for this lot was 27feb16, expiry date is 28feb19. Product event trending shows that there was one other adverse event associated with this lot. Peir 53452 was initiated by pharmacovigilance (pv) japan due to a different reported ae term, intra-abdominal abscess. No product complaints were reported for this lot. All batch records were reviewed and approved by qa and all manufacturing process specifications, qc release specifications (ps-4301-05) and sterility testing were verified to have been met. A lot history review was performed for lot 6bysep005 in the trackwise system. A total of three deviations are associated with this lot. Two deviations occurred during the processing of the lot, a short duration drying cycle humidity excursion and a planned deviation to revise several documents for hu label application due to athena implementation (new inventory transaction/resource planning software). Quality management final assessment of these investigations determined that neither of these issues had an impact on the quality attributes of the product. A third deviation occurred post manufacturing (18jun16) regarding reserve samples damaged due to a water leak. All 16 affected reserve samples were issued to scrap and replaced. None of associated deviations would result in an adverse event. Seprafilm adhesion barrier serves as a temporary bioresorbable barrier separating apposing tissue surfaces. The physical presence of the membrane separates adhesiogenic tissue while the normal tissue repair process takes place. When applied as directed, seprafilm adhesion barrier can be expected to reduce adhesions within the abdominopelvic cavity. Approximately 24 to 48 hours after placement, the membrane becomes a hydrated gel that is slowly resorbed within one week. Components are excreted in less than 28 days. Product safety metrics are compiled by sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal is discussed during these trending meetings and escalated to the safety governance for adjudication. As no issue was found during batch record review or unit trending, no CAPA is considered necessary at this time. Sanofi-genzyme will continue to monitor and trend these types of events and implement appropriate corrective actions where applicable. Amendment to the report dated 10-oct-2018: deleted "yes" from malfunction of seprafilm in product information; and added "intervention required" to seriousness criteria in event information.

Event description:
Ileus [ileus] ([vomiting], [diarrhoea]). Case narrative: initial information received on (B)(6)2018 regarding a solicited valid serious case received from a physician, in the scope of unsponsored study "unspon_o_seprafilm". Center ID: unk; patient ID: (B)(6); country: (B)(6). Study title: unsponsored study involving seprafilm. This case involves a (B)(6) years old male patient (B)(6) who experienced ileus, while he was treated with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient underwent low anterior resection. The study device seprafilm was used. On (B)(6) 2018, the patient recuperated with satisfactory postoperative course, and was discharged. On (B)(6) 2018, the patient made an unscheduled visit because of vomiting and diarrhoea. The patient received fluid replacement at the outpatient department, and went home. On (B)(6) 2018, the patient revisited the study site as the symptom did not improve, and was hospitalized. A diagnosis of ileus was made based on CT findings. The patient was put under observation with fasting and fluid replacement. On (B)(6) 2018, the patient started to receive pantol. On (B)(6) 2018, improvement of the symptom was noted. The patient started to eat meals. As of (B)(6) 2018, no aggravation of the symptom had been noted after the patient started to eat meals. On (B)(6) 2018, CT showed an improvement of ileus. On (B)(6) 2018, ileus release was planned to be conducted along with stoma closure. However, as CT performed on (B)(6) 2018 showed an improvement of ileus, only stoma closure was performed. On (B)(6) 2018, after the surgery, the patient made a good progress and was discharged from the hospital. Since no ileus symptoms were observed, the patient was considered resolved. As of the day, ileus, vomiting, and diarrhoea resolved. The patient developed an event of a serious ileus 2 months 6 days after starting use of carboxymethylcellulose and sodium hyaluronate. This event was assessed as medically significant. The patient was hospitalized on the same day this event occurred. The patient was discharged on (B)(6) 2018 (hospitalization during 19 days). The patient developed an event of a serious vomiting 2 months 3 days after starting use of carboxymethylcellulose and sodium hyaluronate. This event was assessed as medically significant. The patient was hospitalized 3 days after this event occurred. The patient was discharged on (B)(6) 2018 (hospitalization during 19 days). The patient developed an event of a serious diarrhoea 2 months 3 days after starting use of carboxymethylcellulose and sodium hyaluronate. This event was assessed as medically significant. The patient was hospitalized 3 days after this event occurred. The patient was discharged on (B)(6) 2018 (hospitalization during 19 days). Relevant laboratory test results included: computerised tomogram - on (B)(6) 2018: [a diagnosis of ileus was made.]; on (B)(6) 2018: [ileus abated.]. Final diagnosis was ileus. The patient was treated with panthenol (pantol [panthenol]). The patient outcome is reported as recovered / resolved on (B)(6) 2018 for ileus, as recovered / resolved on (B)(6) 2018 for vomiting and as recovered / resolved on (B)(6) 2018 for diarrhoea. Ileus is considered to be related to carboxymethylcellulose and sodium hyaluronate by the reporter and reportable by the company based on company causality assessment. Vomiting is considered to be related to carboxymethylcellulose and sodium hyaluronate by the reporter and reportable by the company based on company causality assessment. Diarrhoea is considered to be related to carboxymethylcellulose and sodium hyaluronate by the reporter and reportable by the company based on company causality assessment. Reporter comment: the causal relationship between the reported event of ileus and the study device (seprafilm) could not be ruled out. Reporter comment added on (B)(6) 2018: ileus adhesive was suspected; thus, the causal relationship with the study device (seprafilm) could not be ruled out. Additional information was received on (B)(6) 2018 by the physician: added symptoms "vomiting" and "diarrhoea". Changed outcome of "ileus" from not resolved to resolving. Added hospitalization start date, treatment medication, lab data, and reporter comment. Updated clinical course. Additional information was received on (B)(6) 2018 by the physician: patient's body weight, outcome of adverse events, and narrative were updated. Additional information was received on 10-oct-2018: received investigation summary investigation summary (investigation summary # (B)(4): on (B)(4) 2018, product event intake report (peir) (B)(4) was received from sanofi (B)(4) affiliate regarding a pre-adverse event (ileus). The lot number provided was 6bysep005. 6bysep005: date of manufacture for this lot was 27feb2016, expiry date is 28feb2019. Product event trending shows that there was one other adverse event associated with this lot. Peir (B)(4) was initiated by pharmacovigilance (pv) (B)(4) due to a different reported ae term, intra-abdominal abscess. No product complaints were reported for this lot. All batch records were reviewed and approved by qa and all manufacturing process specifications, qc release specifications ((B)(4)) and sterility testing were verified to have been met. A lot history review was performed for lot 6bysep005 in the trackwise system. A total of three deviations are associated with this lot. Two deviations occurred during the processing of the lot, a short duration drying cycle humidity excursion and a planned deviation to revise several documents for hu label application due to athena implementation (new inventory transaction/resource planning software). Quality management final assessment of these investigations determined that neither of these issues had an impact on the quality attributes of the product. A third deviation occurred post manufacturing (18jun2016) regarding reserve samples damaged due to a water leak. All 16 affected reserve samples were issued to scrap and replaced. None of associated deviations would result in an adverse event. Seprafilm adhesion barrier serves as a temporary bioresorbable barrier separating apposing tissue surfaces. The physical presence of the membrane separates algesiogenic tissue while the normal tissue repair process takes place. When applied as directed, seprafilm adhesion barrier can be expected to reduce adhesions within the abdominopelvic cavity. Approximately 24 to 48 hours after placement, the membrane becomes a hydrated gel that is slowly resorbed within one week. Components are excreted in less than 28 days. Product safety metrics are compiled by sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal is discussed during these trending meetings and escalated to the safety governance for adjudication. As no issue was found during batch record review or unit trending, no CAPA is considered necessary at this time. Sanofi-genzyme will continue to monitor and trend these types of events and implement appropriate corrective actions where applicable. Additional information was received on 11-oct-2018: investigation summary # (B)(4) was received. There was no new information.